Event description:
It was reported that a speaker malfunction occurred and the speaker emits no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed. Results of functional testing indicate that the customer issue could not be reproduced. For precautionary measures, the speaker was replaced. The device was operational after repairs were completed and the device was returned to service. Reporting institution phone # (B)(6). Reporter phone # (B)(6).